Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the exact cause of the event could not be identified based on the results of the investigation, it is likely that the teflon pad separated from the device due to the following: 1. Due to performing output while grasping nothing (including the case of repeated activation after the tissue was cut), the distal end of the tissue pad was peeled off. 2. The tissue pad separated from the device because of the added load. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."

Manufacturer narrative:
No additional data for personal information (initial reporter) will be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Additional information for the event is not yet available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device teflon pad separated from the device and fell into the patient. The piece was retrieved from the patient. There is no report harm or adverse impact to the patient. The procedure was completed with a similar device.